Event description:
The initial attorney's report alleged pain, folded mesh, explant and defective mesh after the implant of a kugel patch. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005, the pt underwent repair of recurrent right inguinal hernia with preperitoneal kugel patch. On (B)(6) 2005, the pt underwent repair of recurrent right inguinal hernia, the pt engaged in physical activity and heavy lifting prior to recommended times and manifested a recurrence approx three months after his repair. The medical records state, "it could be determined that the previously placed mesh had been folded by the pt's activity." On (B)(6) 2008, the pt underwent reduction and repair of inguinal hernia with a bard flat mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Medical records indicate that due to the pt's noncompliance after implant of the mesh, the pt reportedly experienced a recurrence which is listed as a possible adverse reaction in the product's instructions for use. The medical records indicate that the mesh is still implanted, therefore, no sample has been returned for eval. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Medical records indicated that due to the pt's noncompliance of post operative instructions the mesh folded. Based on info provided, no conclusions can be drawn .